Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the dilution vessel. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for an unknown number of patient samples on a cobas pure c 303 analytical unit. The customer provided an example of discrepant results for (B)(4) patient samples tested. On (B)(6)2024, sample (B)(4) had an initial result of 152.2 mmol/l and the rerun result was 145.2 mmol/l. For sample (B)(4), the initial result was 156 mmol/l and the rerun result was 144.9 mmol/l. For sample (B)(4), the initial result was 157.0 mmol/l and the rerun result was 150.6 mmol/l. For sample (B)(4), the initial result was 154.0 mmol/l and the rerun result was 143.0 mmol/l. For sample (B)(4), the initial result was 152.0 mmol/l and the rerun result was 141.0 mmol/l. On (B)(6)2024, sample (B)(4) had an initial result of 151.7 mmol/l and the rerun result was 141.5 mmol/l. It is unknown if the results belong to one patient or multiple patients.